Event description:
Information indicated the patient underwent a mesh removal in november 2018.

Manufacturer narrative:
This follow-up MDR is created to document the corrected explant date and operator of device, and additional product/510k information, implant date, and patient information. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated, in (B)(6) 2015, patient implanted and complaints of pudendal neuralgia, catastrophic pain syndrome, extreme pain, erosion, dyspareunia, urinary problems, recurrent incontinence, bowel and bladder dysfunction, loss of mobility and the need for additional surgery.